Event description:
It was reported that while using bd facscanto¿ plus ruo the wet cart leaked waste outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wet cart is leaking. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before of after waste line? After waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did the physical contact of fluid occur? The fluid would puddle on the floor. What personal protective equipment was being used during the occurrence? Gloves used when cleaning up the liquid. Was there any impact to patient samples due to the leak? No. Was the customer/bd personnel harmed/injured? No.

Manufacturer narrative:
Medical device expiration date: na. The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ plus ruo the wet cart leaked waste outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the wet cart is leaking. Was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid? No what was the fluid that leaked? Biohazard did biohazard leak before of after waste line? After waste line was the waste mixed with decontaminate/bleach? No was the customer/bd personnel physically in contact with the fluid? Yes where did the physical contact of fluid occur? The fluid would puddle on the floor what personal protective equipment was being used during the occurrence? Gloves used when cleaning up the liquid was there any impact to patient samples due to the leak? No was the customer/bd personnel harmed/injured? No.

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto plus ruo, part # 658310, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 01apr2021 to date 01apr2022. ¿ complaint trend: there are 6 complaints related to the issue of fluid leakages. Date range from 01apr2021 to date 01apr2022 ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6).file # 657338-657338-v657338000164-100656845-15 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to worn waste connectors. The customer had initially reported several issues with this instrument including a leakage of biohazardous material not contained within the instruments. These additional issues will be reviewed in pr 4879774 (sip issue) and pr 4879777 (hts issue). An fse (field service engineer) was sent onsite to perform the repair and they were able to confirm the issue. The threads of several fluidics connectors (pn 59-10181-05) were cracked, allowing fluid to accumulate in the trap. This lead to waste leakages when the compressor purged. The fse cleaned the leakage, replaced the connectors, and confirmed that the instrument was no longer leaking. After completing this repair and the repairs of the other issues, the instrument was tested and confirmed to be functioning as expected. No parts were requested for return as the replaced part is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the ¿maintenance¿ section of the bd facscanto flow cytometer user¿s guide, #336928 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02396547, case # 01645721 install date: 02jun2015 defective part number: n/a work order notes: o subject / reported: wet cart leak, sip problem, hts issue o problem description: wet cart leak, sip problem, hts issue o work performed: 1. Identified source of leak on wet cart and replaced 2 connectors pn 59-10181-05. 2. Adjusted aspirator arm and conducted training with customer. 3. Performed hts testing found no issues. Completed fluidics calibration and hts portion of spreadsheet per service manual. Ran cs&t no optical alignment required o cause: 1. Threads were cracked causing fluid to accumulate in the trap. When the compressor would purge the liquid would spill on the floor. Liquid was cleaned with gloves by both customer and fse. 2. The aspirator arm was slightly low and trained the customer based on this style aspirator arm a sip flush does not automatically occur and the customer must manually actuate the "remove tube" button prior to manually loading a new tube. 3. No issues found, informed the customer if there are issues with the hts syringe pump to try to lubricate and cycle the arm. O solution: all testing completed sat. Returned instrument to service. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #100266fmea, rev. 01/vers. A, canto plus failure mode and effects analysis(fmea) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o ID: 0009 o item: fluidics manifold o function: controls flow sample, sheath, and waste o potential failure mode: barb fitting leakage o potential causes: loose tubing on barb fitting due to repeated removal/replacement o hazard: instrument not usable o end effects: delay in diagnosis; service visit required o current controls: splash shield protects electronics from leakage o probability: 1 o severity: 3 o risk index: 3 o output: n/a mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn fluidics connectors. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn fluidics connectors. The fse confirmed the issue and found that the threads of the connecters were cracked. This wear allowed fluid to accumulate in the fluid trap and leak when the compressor purged. The fse replaced the two worn connectors, cleaned the leakage, and confirmed that the instrument was functioning with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10